Event description:
It was reported that during testing conducted at the user facility, the drill was broken off inside the device. There were no adverse consequences related to this event.

Event description:
It was reported that during testing conducted at the user facility, the drill was broken off inside the device. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.